Manufacturer narrative:
Oct review showed repeated and red frames consistent with the pim jaws releasing during pullback likely due to friction. The returned catheter showed no visible damage, good tip light, and purge/pullback functioned normally. The failure could not be reproduced, though the lens did not fully return to its initial position. Review of the oct logs confirmed the complaint. Friction-related issues are under investigation in CAPA-004.

Event description:
Pullback failed on first attempted pullback. Snap heard and image showed repeated vessel frames and red frames. Inspection of catheter upon removal from sterile field showed purge still viable and lens marker in distal position in/near rx tip.